Manufacturer narrative:
As reported, fluid leakage was noted inside of the bard/davol hydrosurg plus battery compartment at the end of the case. The subject product was returned for evaluation. Visual examination identified minor corrosion inside the battery case, which was due to fluid ingress into the motor housing. Based on evaluation of the device, fluid leaked into the pump housing and presented in the area of the battery housing. Fluid leak presented and passed the lip seal barrier. Rtv is identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the root cause for the issues experienced by the user are determined to be manufacturing related. Note, the date of event is considered to be a best estimate as (B)(6) 2022 based on the date of awareness.

Event description:
As reported, when the bard/davol hydrosurg laparoscopic irrigator was turned off, a large amount of water in the battery pack as well as brown specs were noted. There was no reported patient injury.